Manufacturer narrative:
510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that he was unable to code his onetouch ultralink meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (between 8-9pm). The patient manages his diabetes with insulin (via insulin pump); however, according to the csr's documentation, the patient consumed more food/drink just after the alleged issue occurred at 8am). As a result of the alleged issue, the patient claimed he developed symptoms of shaking and sweating 20 to 30 minutes later; however, per csr notes, on (B)(6) 2011 (time not specified) the patient's mother administered food and drink. The patient denied testing his blood glucose with another device. During troubleshooting, the csr guided the patient through changing the code and the alleged issue was resolved. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.